Manufacturer narrative:
Exact date unknown, a day before the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7096986 product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7083905.

Event description:
It was reported that the patient experienced inadequate and undesired stimulation due to lead migration that was confirmed via x-ray. The patient also experienced nausea. The patients leads were revised and remains implanted. The patient was doing well postoperatively.